Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On the same day the sensor was inserted, the patient had a reaction that consisted of an itching sensation, redness, blisters, dry skin, drainage, and a scar at the sensor patch adhesive. The patient self-treated the area with an unspecified over the counter topical cream. There was no documentation of medical intervention. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).